Event description:
Additional information was received from the patient. Patient called back and reported they had their implant removed and another individual came on the phone and reported it was removed because the doctor had told them it was no longer working so they removed it. Patient inquired about device donation/disposal. Reviewed information with patient and emailed registration to update patient record.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6) , implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient representative came to the urologist's office last week. Caller said 3 of the leads were not working so the representative reprogrammed them. Caller asked if the reprogramming would affect MRI mode. Reviewed info, caller ended the call. The patient rep called back on (B)(6) 2024 repeating event details. Caller requested assistance activating MRI mode. Reviewed how to do so. Additional information was received from the patient. They called back and reiterated that "3 of the leads were not working" in their stimulator and that they went to the health care provider (hcp) office at the beginning of the month and that a manufacturing representative (rep) had been there and reprogrammed the device but the therapy was still not helping/they were having problems with their urine. The patient stated the therapy hadn't been helping them in a while (they couldn't confirm when it started). Patient services asked the patient if they'd experienced any falls or traumas that might have led to the issue and the patient stated that 'yes' they did have a few falls that might have contributed to the issue. The patient also stated that theyworked with a chiropractor and patient services reviewed compatibility considerations with the patient and the patient was concerned that the chiropractic work could have caused an issue as well but they couldn't say. In response to a letter received the patient stated they did not know when the issue happened but the "3 broken leads" were discovered at their hcp office in the beginning of (B)(6) 2024. Patient services described device function to the patient and the patient was unable to clarify if the "3 broken leads" were programs or if they were electrodes. They stated they weren't sure but the therapy hadn't been helping their symptoms for a long time and it hadn't gotten better since the rep reprogrammed earlier this month. Patient doesn't know the cause but is concerned about the fall and chiropractic work. The patient stated they were going to reach out to their hcp about the fall because they hadn't told the hcp they had fallen and continue to work with the hcp. The patient stated they were also going to call their chiropractor. Patient is going to discard the letter as they answered the questions to the best of their ability.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2gbw3 serial# implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2gbw3, ubd: 29-mar-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They called back and stated they had just spoken with patient's urologist who said the ins doesn't work and instructed them to turn the ins off. Reviewed how to turn ins off as well as MRI mode.